Manufacturer narrative:
The user facility is uncertain of the lot number. Two potential lot numbers were provided. Additional lot #71f14a0880. The device sample was received for evaluation, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that when the kit was opened in the labor room, the catheter tip was not perforated. No patient injury reported.